Event description:
Customer reports low blood glucose symptoms with blood glucose result of 133 mg/dl obtained on the compact system. Customer states her sister-in-law had to pour orange juice down her throat (unable to self treat); symptoms improved. Requested return of suspect device and replacement was sent.